Event description:
(B)(4). My device was provided through my insurance. Chronic ear infections, problems with my eye sight, the beginning of really bad headaches, severe cramps, extreme bloating, and joint pain.